Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. After multiple attempts of inserting the syringe needle into the cartridge, the issue resolved and the customer was able to successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.